Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 sensors were leaving white marks on his skin. Patient did not seek any medical intervention.